Event description:
It was reported that during an unk procedure, the device delivered an incomplete staple line. A like device was used to complete the procedure. The pt's consequence was not reported.